Event description:
The patient contacted animas on (B)(6) 2012 and left a message to report elevated blood glucose (bg) levels. During a follow-up call to the patient on (B)(6) 2012, the patient stated her bg went up to 300 mg/dl and she was experiencing chest pain. The patient stated she spoke with her dm trainer on (B)(6) 2012 and troubleshooting revealed that the elevated bg levels were as a result of bubbles in the cartridge and a site issue (bent cannula). The patient reported that after changing the cartridge and site, her bg levels returned to target and her symptoms resolved. At the time of troubleshooting, the patient informed customer support that she cycles the cartridge 5-6 times. The patient was advised to cycle the cartridge 2x. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury while on insulin pump therapy. The patient's alleged hyperglycemia can be attributed to use error since it was determined that the patient was not cycling the cartridge as recommended in the owner's booklet.

Manufacturer narrative:
The device has not been returned to animas for evaluation. . If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.